Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model b single-use bronchoscope, large was used in a bronchoscopy with secretion management on (B)(6) 2022. During the bronchoscopy portion of the procedure, while the scope was still inserted in the patient, visualization to the exalt b monitor was lost and could not be regained. The physician then removed the scope from the patient. The procedure was not able to be completed. There were no reported patient complications as result of this event.